Event description:
A customer obtained repeatable, unexpected (B)(6) results ((B)(6) vs. Expected results < (B)(6) miu/ml) on a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained repeatable, unexpected (B)(6) results from a single patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive root cause. An instrument, reagent or an unknown sample interferent cannot be ruled out as contributing factors at the time of this report. The investigation is ongoing.